Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the saline connection port was leaking. The customer is monitoring the devices closely, inspecting the connector prior to use. When they set up, they make sure the saline is running though and make sure the saline is not leaking so patients will not lose any blood. No injury reported.